Event description:
Operating room technician claims when opening the pack. It feels difficulty to breathe. He had to receive attention in the ER which was not specified.

Manufacturer narrative:
(B)(4) was processed on (B)(4) 2011 and was verified for proper sterilization. There were no notifications of deviation, nonconformance, or issues noted that would impact sterility or product residue/degassing of the kits. All sterilization parameters were met. An evaluation of sterility assurance historical trending data showed that no other reports of allergic reaction issues due to sterilization processing were found for (B)(4) kit in the last two years. No sample was provided so no definitive root cause could be assigned.